Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, the patient received a successful 41j shock on (B)(6) at 18h14 for vt. At 18h39 another vt started and lasted for over 2 min without any therapy. Patient subsequently died. The subject ICD was explanted and will be returned for analysis.

Event description:
Reportedly, the patient received a successful 41j shock on (B)(6) at 18h14 for vt. At 18h39 another vt started and lasted for over 2 min without any therapy. Patient subsequently died. The subject ICD was explanted and will be returned for analysis.

Event description:
Reportedly, the patient received a successful 41j shock on (B)(6) at 18h14 for vt. At 18h39 another vt started and lasted for over 2 min without any therapy. Patient subsequently died. The subject ICD was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.